Manufacturer narrative:
(B)(4). Device history record review confirmed the manufacturing lot d11010246 and d12090623 were manufactured per specification and all raw materials met specification. There¿s no available failure sample returned for review. The root cause of the complaint cannot be determined. And the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical complaint (B)(6). Implant failure, loose patella. Patient awaiting revision of patella.